Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) and stated they tried rebooting before calling in but the issue remains. Logs were showing a c-00 and c-33 error on the integrated electro surgical unit (erbe) generator. Tse recommended customer perform a hard reboot on the erbe. Customer tried 3 or 4 hard reboots on the erbe but the error remains. Tse explained they could swap to another vision tower at the same software level and caller stated all of the systems were being used. Tse explained they could use the covidien/valley lab force triad. Caller stated they don't have the energy cable to integrate the force triad. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed erbe error c-00/c-33 after every power up. Fse replaced new erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found with errors c-33, m-02, 1-8a, m-32 and m-b1 logged in artemis. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup. C-00 errors in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.